Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at bevel edge; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. The connector optical surface, segments, and tabs appear in good condition and secured. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "fiber not detected" could not be confirmed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 23,777 joules and 4:08 minutes "fiber not detected intermittently" was noted. The fiber was exchanged and at 86,205 joules and 12:54 minutes "broken" and "the laser is projected in front" was noted. The case was completed using an "other type of resection". The tip of the second fiber only was cleaned during the procedure. No harm to the patient was reported. This report is for the first fiber.